Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and passed out. Customer's blood glucose was 22 mg/dl. Customer was treated with glucose gun. Customer stated that she did not always hear the alerts. Customer was advised it was due to not hearing the alerts she was sleep. Customer advised she did not always hear them and this was the cause of the low. Customer's son however hear it, woke her up, but she passed out and they gave her the shot. It was unknown if the auto mode was active at the time of incident or not. The insulin pump will not be returned for analysis.